Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The scope was burned for 1 hour without any image problems being noted. The cable and bending sections were manipulated during this time, but the image remained without issue. However, there was a hole in the distal end, causing a leak, and the glue/cement was peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the endoeye flex deflectable videoscope would not produce an image during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a temporary short circuit in ccd unit or video connector board due to leak in the a-rubber, or temporary contact failure on the electrical contact/defect on peripheral equipment. The ob lens glue likely is peeling due to external stress or chemical agent. This issue is addressed in the instructions for use (IFU): "3.8 inspection of the endoscopic system-¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." "5.7 presoaking the endoscope- ¦ equipment needed unnecessary long-term immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope."